Event description:
It was reported that the patient's device system was removed due to infection. No patient symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.